Event description:
It was reported that a large volume infusor did not flow during infusion. The device had been filled with 5100mg fluorouracil in 92ml 5% glucose to a total fill volume of 194ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 160 ml of drug fluid in its bladder. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported no flow problem. A functional test was performed in which the device was observed for flow issues after the distal luer cap was removed; flow was found to continue without stopping until the bladder was empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.